Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. Customer's blood glucose was 58 mg/dl. The customer was treated with food and glucose tablets. The customer has been experiencing low blood glucose just this morning. The customer was admitted to the hospital on (B)(6) 2015. Customer stated the pereived cause of the low blood glucose was unknown. The customer did take three boluses between 10:14pm and 3 am totaling 41.9 units. The doctor will speak to customer about the pump settings.